Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and six months post implant of this bioprosthetic aortic valve, the patient is being evaluated for a transcatheter valve-in-valve procedure due to stenosis. No interventions have occurred. No adverse patient effects were reported. Approximately seven years and five months post implant of this 23mm bioprosthetic aortic valve, the patient developed increasing shortness of breath with exertion. Transesophageal echocardiogram (tee) revealed degenerative stenosis and mild insufficiency. The mean gradient was 45mmhg, with an estimated valve area of 1cm2. Ultimately, seven years and seven months post implant, a 26mm transcatheter aortic valve (tav) was attempted to be implanted valve-in-valve. During the implant procedure, the tav could not be positioned appropriately within the previous bioprosthetic valve, and the tav remained suspended in the ascending aorta during and after the procedure. The following day the patient underwent surgical resection of the attempted tav and previous bioprosthetic valve. A 25mm bioprosthetic valve of the same model as the "orginal" valve was successfully implanted. Intraoperatively there was "evidence of chronic pericarditis and a large shelf-like plaque in the distal ascending aorta and involving the origin of the innominate artery." Examination of the original bioprosthetic valve revealed no obvious anatomical stenosis of the valve, but there was "much" fibrous tissue and scarring around the sewing and a "slight" amount of fibrous clot in two of the sinuses. Examination of the explanted tav revealed a "thin layer" of fibrous clot in each of the sinuses and fibrous clot on the lower and outsider portion of the cage as well.